Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 20ga 1.00in dp with no connector air in line. During infusion with high flow rate using the above mentioned nexiva diffusics there is a lot of air found in the lines. During use. At the radiology practice the customer uses a high flow with the 20g nexiva diffusics, product code 383693.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 unused physical samples submitted for evaluation. The reported issue of air in line was not confirmed upon inspection of the samples. Analysis of the sample showed that nothing extraordinary was observed in the line or tube or either sample. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.